Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's hand felt funny, she had slurred speech, and lost feeling in her right hand and her neck and shoulder were also being affected. The hcp told the patient to call the manufacturer. The patient hadn't tried turning stimulation off to see if the symptoms go away because the patient is in so much pain that she wanted the ins on. The patient said the therapy reduced her pain from a 9 to a 5. The patient did 14 weeks of physical therapy but after she stopped doing pt she was in more pain. The ins was on and the patient tried increasing stimulation but still needed an adjustment. The patient turned the ins off during the call to see if it resolved the symptoms. The symptoms were said to be sudden and the patient was directed to follow up with her hcp. No further complications were reported.